Event description:
Boston scientific received information that this device was electively explanted due to an upgrade. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was put through a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing, and recording functions of the device. The device passed all test except for it failed the beeper test for being too soft. It was verified that the beeper was barely audible with magnet application even when holding the device right up to the ear. The device was x-rayed and the accelerometer was intact, with no other anomalies noted. The device case was opened. Visual inspection noted no anomalies. The failed speaker was reattached to the device and the output sound was still barely audible. The failed speaker was removed and x-rayed and compared to the known good speaker and no visual anomalies were noted. Analysis concluded the soft beeping tones were likely a result due to expose to high magnetic gauss. No further testing was performed.